Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During incoming inspection by the foreign consignee, the roller pump exhibited unexpected and unusual noises during rotation. There was no adverse consequence to a patient as a result of this event.